Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead remains in use and is scheduled to be replaced. No patient complications have been reported as a result of this event.